Event description:
In the process of defibrillating a pt in ventricular tachycardia, the device began powering off and on. Shocks were delivered. There also was severe arcing and charring of one pad resulting in two holes being burned through the pad. The pt expired but it is difficult to determine whether or not the outcome was related to the equipment failure. The paramedics told the rptr that burn type marks were noted on the pt's chest. The pt had bystander CPR before the paramedics arrived and had been worked on for 30 minutes in the ER.